Event description:
During a follow-up visit from a bunion surgerical correction, a lateral x-ray revealed a capital fragment from the 1st metatarsal bone was fixated into place in a plantarly-displaced position. Doctor decided to perform a revision surgery to re-orient the capital fragment to a more anatomical position. The revision surgery was performed on (B)(6) 2019.